Event description:
It was reported that the patient with an implanted an artificial urinary sphincter started experiencing recurring incontinence. The patient was examined. There were no leaks noticed on imaging. Per physician the device showed no coaptation. The physician suspected that the patient needed a smaller size cuff. A revision surgery was performed. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.